Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The pt reported that his vision became blurry approximately 3 weeks post iol implantation. According to the pt the lens was subsequently repositioned due to the lens shifting caused by "scar tissue." This event refers to the pt's right eye.